Event description:
On 04/25/2024, it was reported by a sales representative via (B)(4) that an abs-10061t arthrex angel® prp kit did not separate. This occurred during a case where the patient did not receive the prp as it did not get separated. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error. The surgical technique outlines the following: in order to transfer 4 to 7 ml of arthrex acp® prp from the larger outer syringe into the small inner syringe, slowly push down on the syringe¿s red wings. Note: do not tip or agitate the syringe during this step.